Event description:
It was reported that an ilet user experienced hyperglycemia after changing infusion site and supplies, observing blood glucose rising from 280 mg/dl to 306 mg/dl with ongoing thirst and nausea; no device alarms were reported, and the user noted difficulty finding viable infusion sites due to scar tissue and concern about heat-exposed insulin. Symptoms included hyperglycemia with nausea, dry mouth, and polydipsia. Outcomes included no hospitalization and resolution trend after a full supply change, with glucose decreasing to 289 mg/dl, then fluctuating around 270 mg/dl after eating while awaiting correction. Investigation included troubleshooting and education over the phone and a complete supply change. Investigation of this case revealed no device alarms or confirmed hardware malfunction, with potential contributors including infusion site issues and insulin degradation due to heat. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.